Event description:
It was reported that a lead was explanted due to high impedance greater than 4000 ohms on all electrodes and a loss of stimulation and therapeutic effect. The reporter stated that after a fall during waterskiing the patient had loss of effect. It was reported that there was a revision of the lead due to probable cause of lead fracture. The patient had symptoms of less than 50 percent therapy relief, and the patient suffered no injury or adverse event.

Manufacturer narrative:
Analysis of the lead found that the conductors were broken at the tines. It was noted that all the circuits were open and there were no shorts. The lead had been severely stretched from around the proximal radiopaque marker to around the proximal marker.

Event description:
Additional information received reported that the patient was "doing well."

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.